Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments and due to the customer exercising. Customer consumed carbohydrates to address bg. Customer will follow up with healthcare provider to update settings.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.